Event description:
It was reported by the affiliate that (1) tlh30 and (1) cdh29 were used during a low anterior resection and end-to-side procedure. It was reported that the anastomosis were leak checked. The pt was re-operated on and the staple line was opened halfway around. The pt has expired. The bowel was saved and will be examined. No instruments were left for examination. Staplers from the batch left at the hosp will be returned. 04/04/2000 it was reported by the affiliate the cdh29 and tlh30 were used during an low anterior resection with a j-pouch followed by an end to side anastomosis and relieving stoma. The procedure date was approximately 03/17/2000. The pt had a large 6cm tumor in the anal canal. A triple stapling technique was used. An air leak test was performed and donuts complete. The procedure went smoothly without any complications. Two hours post-op the pt had a thin, but intense feces. Later that day the pt complained about pain in the shoulder. The pt became unstable and was put on the respirator. The next day the pt was brought back to the operating room and a 180 degree rupture of the staple line was discovered. This was closed and a full stoma was performed. The pt later developed sepsis and died from interceperal bleeding one week later. A small piece of bowel has been saved. The staples in the bowel are formed and b shaped. The reps have taken the surgeon through the firing steps of the devices and noticed the surgeon opened the devices with more that 1/2 to 3/4 rotation after firing. (1) cdh29 and (3) tlh30 sterile devices of the same batch are being returned. 04/06/2000 it was reported the bowel has not been saved and will not be returned.